Event description:
It was reported that, "a piece (of the arthroscopic wand) broke off during the procedure." The piece was located and removed from the surgical site. The procedure was completed successfully without any adverse consequences.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The reported event was confirmed. Visual inspection revealed biological material on the distal tip; evidence that it was clinically used. Inspection of the distal tip confirmed the reported issue as the electrode was found to be detached. Based on the information in the IFU, it is possible the device came in contact with a metal object; was used for mechanical displacement of tissue or bone; the probe was used as a prying or scrubbing tool; excessive force was used when inserting or removing the probe; or the distal tip was subjected to forceful impacts on rigid objects inside the joint. Stryker's instructions for use (IFU) reprocessed arthroscopic wands and electrodes states: "never insert or withdraw arthroscopic wand or electrode when it is activated." "Do not use arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solutions." "Do not allow arthroscopic wand or electrode to come into contact with staples, clips or any metal object while it is energized." The report is being filed as a malfunction due to sss's sister facility, stryker endoscopy, being in a 2 year reporting cycle due to the electrode breaking off, even though there was no patient injury associated with the event. The reported event is not occurring more frequently or with greater severity than is usual for the device.